Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the complaint circuit to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported that a 950a81 adult ventilator dual heated circuit kit was leaking during patient use. It was noticed after the ventilator that was in use at the time alarmed, indicating the patient was desaturating. The circuit was immediately replaced, and the patient stabilized. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: the 950a81 adult ventilator dual heated circuit kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that the expiratory tubing of a 950a81 adult ventilator dual heated circuit kit was cracked and causing air leak. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuit would have met the required specifications at the time of production. The user instructions which accompany the 950a81 adult vented dual heated circuit kit state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Single use. Do not reuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm, or death. Do not crush, stretch, or milk the tubing. Do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Perform a pressure and leak test on the breathing system before connecting to a patient check all connections are tight before use.

Event description:
A healthcare facility in france reported that a 950a81 adult ventilator dual heated circuit kit was leaking during patient use. It was noticed after the ventilator that was in use at the time alarmed, indicating the patient was desaturating. The circuit was immediately replaced, and the patient stabilized. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Corrections section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d2b: product code updated to btt section d4: lot number was not received, UDI was not received. Section d9: is this device available for evaluation updated to yes, returned to manufacturer: 01 oct 2024 section g1: contact office updated section g4: PMA/510(k) number - the 950a81 adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950a81j adult ventilator dual heated circuit kit is sold in the USA. Therefore the 510(k) for 950a81j is used in section g4. Method: the complaint 950a81 adult ventilator dual heated circuit kit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the complaint device confirmed that the connector of the expiratory tubing was cracked. Conclusion: we are unable to determine the cause of the reported fault. However, it's most likely due to mechanical impact. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuit would have met the required specifications at the time of production. The user instructions which accompany the 950a81 adult vented dual heated circuit kit state the following: -appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. -single use. Do not reuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm, or death. -do not crush, stretch, or milk the tubing. -do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. -perform a pressure and leak test on the breathing system before connecting to a patient -check all connections are tight before use.

Event description:
A healthcare facility in france reported that a 950a81 adult ventilator dual heated circuit kit was leaking during patient use. It was noticed after the ventilator that was in use at the time alarmed, indicating the patient was desaturating. The circuit was immediately replaced, and the patient stabilized. No further patient consequences were reported.